Event description:
It was reported that the customer's t:slim x2¿ insulin pump's button had become very difficult to press, raising concerns about the pump soon being impossible to turn on. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.